Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a colectomy about 1/3 of the cartridge near the retaining pin side had no staples inside. The surgeon manual sutured the tissue at last.